Event description:
During a remote follow-up, noise that led to oversensing was detected on the device. A follow-up was performed, and visual review found that device had migrated. The device was explanted to resolve the event. The patient was stable.